Event description:
It was reported that during an initial knee procedure, a headed screw fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 reported event was unable to be confirmed due to limited information provided by the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.